Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter, the pt's mother, reported two insulin cartridges were leaking and on (B)(6) 2011, the pt obtained a blood glucose reading of 'hi mg/dl' (greater than 600 mg/dl). The pt did not report experiencing any symptoms of high or low blood glucose levels. The pt was taken to the emergency room, where her blood glucose level was tested to be 800 mg/dl, and she rec'd treatment. Troubleshooting revealed the leak appeared to be in the tubing connection site of the cartridge, the luer lock was secure and there was no visible damage to the cartridge or tubing.